Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing. The device was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing. Further information was requested however, was not provided.